Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (packing coil) and a non-penumbra microcatheter. During the procedure, the physician successfully placed two packing coils into the target vessel. While advancing the next packing coil through the microcatheter, the physician experienced resistance. The physician retracted the packing coil and the embolization coil unintentionally detached within the microcatheter. The microcatheter containing the detached embolization coil was removed. The procedure was completed using another packing coil and the same microcatheter. There was no report of an adverse effect to the patient.